Event description:
This ra lead was explanted due to high thresholds. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 13 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not received. The analysis revealed a deformed distal end region, which most likely resulted from the extraction procedure due to mechanical stress. However, a thorough analysis of the lead did not show any deviations which might have led to the reported high threshold. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.